Event description:
The patient's vns device was replaced on (B)(6), 2013 due to the battery being completely depleted and high impedance on the lead/ lead discontinuity. The device was returned to the manufacturer on (B)(6), 2013.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was performed on the returned portion of the explanted lead. During the visual analysis the (+) connector ring quadfilar coil appeared to be broken approximately 3mm from the end of the 2nd o-ring of the connector boot (at the rear end of the connector ring). Scanning electron microscopy was performed on the connector end of the (+) connector ring quadfilar coil break (found at 3mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type. Pitting was observed inside the coil. Scanning electron microscopy was performed on the electrode (mating) end of the (+) connector ring quadfilar coil break (found at 3mm) and identified the area on one of the broken coil strands as having extensive pitting which prevented identification of the coil fracture type and mechanical damage. The remaining broken quadfilar coil strands were identified as being pitted with mechanical damage and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest discontinuities in the returned portion of the device. Note that since a large portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis of the generator was performed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
On (B)(6) 2013, it was reported that the patient was seen at the physician's office and it was noted that she had a high impedance reading. The patient was referred to the surgeon for a consult; however, surgery has not been performed to date. The patient's device was turned off after the high impedance reading was seen. No x-rays were performed and no patient manipulation or trauma was reported. Review of the device manufacturing records for the lead confirmed that the lead met all final testing specifications prior to distribution. Follow up with the physician's office found that they had not recorded the patient's exact diagnostic results from the visit and that the physician had just stated that the patient had high impedance and that the device was not checked further. No additional information was provided.